Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may be experiencing oversensing and intermittent loss of brady pacing. An invasive procedure was performed and the lead was repositioned; normal electrical function was achieved. No further oversensing/loss of ventricular pacing episodes have been reported.